Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the left ventricular (lv) lead without significant force once the lead was implanted. The physician removed the sutures and applied pressure until the wire could be removed. The lead remains implanted as electrical parameters were acceptable. No patient complications have been reported as a result of this event.